Manufacturer narrative:
Na

Event description:
Surgeon was trying to introduce the screw, the blue part separated from the yellow. There weren't any adverse consequences for the pt. The surgeon used another screw.